Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 18, 2025 and section h11 should be reported as: the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer observed black substance, consistent with sound abatement foam degradation on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure and inside the water tank. Sound abatement foam appeared moist and did not rebound when pressed. Black substance, consistent with sound abatement foam degradation, was observed in the blower box. The secondary findings were observed by the manufacturer that there was a dust-like contamination at the air inlet, on the pca (printed circuit assembly), in the blower box and throughout the inside enclosure. Intermittent power loss. Possibly from a faulty j8 dc jack, high pitch blower whine and there were missing humidifier dry box seals, and flip lid seal. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 17 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was an evidence of sound abatement foam degradation. The manufacturer confirmed that the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings but unable to address the symptoms specified. Sections d9, h2, h3 and h6 has been updated in this report.